Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited processor error. The event occurred during preparation for use, prior to an unknown therapeutic procedure. It was further reported that the procedure was 15 minutes delayed. Upon inspection and testing of the customer return device, no image due to circuit board failure were found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, damaged circuit board and worn-out video connector socket were noticed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, cr board and patient board set were broken. Images were not displayed on the screen because the circuit board was damaged. The cause of the failure of the substrate could not be identified. Other incoming inspection findings: the cv-190 software was also determined to be needing an update from version 3.01 to version 4.10 (cvw). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.